Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has fractured on the lateral side of the post. All pieces were returned for evaluation. Device history record was reviewed and no discrepancies were found. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. As part of corrective and preventive actions, persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends." The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-00571.

Event description:
It was reported that the articular surface provisional fractured. No adverse event was reported as a result of this malfunction.